Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The patient age was reported as being in his (B)(6). The second proglide is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, there was no indication of a product quality deficiency that would have contributed to the reported cuff miss. The posterior cuff was still loaded on the foot. Both cuffs were attached to the link and the anterior cuff tabs were damaged and bent. Based on the evidence found on the returned device, the posterior cuff was missed and the reported event was confirmed. The anterior cuff detached from the needle tip which was a direct result of the posterior cuff miss. Because the needle did not engage the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle. One of the anterior cuff tabs (approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The needle trajectory could not be checked during testing because there was too much dried blood inside the needle lumens preventing insertion of the plunger. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.) Or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that the physician was in-training in the use of the device, whether this contributed to the event could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. The reported difficulties appear to be related to the operational context of the device and not a product quality deficiency.

Event description:
Subsequent to the initial medwatch report, the arteriotomy vessel was the right common femoral artery.

Event description:
It was reported that a physician, in-training in the use of the proglide device, attempted arteriotomy closure of the right femoral artery, with disease at the access site, after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and another proglide was attempted with the same results. Manual compression was applied to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.